Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Article entitled, ¿tka-revision with maintenance of well-fixed metaphyseal sleeves: indications and surgical technique¿, by k. Lekkreusuwan, w. Scior, and h. Graichen, published in j orthop. 2020 dec 28;23:13-17. Doi: 10.1016/j.jor.2020.12.019. Pmid: 33424185; pmcid: pmc7777497, was reviewed and determined to be a medical device complaint. Article reports on the pre-op strategies for revision surgeries for two patients who possessed metaphyseal cones (sleeves). Due to the difficulty in explanting well-fixed metaphyseal cones, and the potential bone loss involved, opportunities to avoid explanting these parts of the overall construct can be considered in some circumstances with careful pre-op planning. The first patient (case 1) complained of non-resolving tibial pain related to the tibial stem. As the diameter of the stem was < 14 mm, the stem could be removed through the metaphyseal sleeve without removing the sleeve itself. So only the tray, insert, and stem were revised¿the tibial metaphyseal sleeve, the femur construct, and patella were all retained, with re-implantation of just a new tibial tray and insert. The second patient (case 2) presented with ligamentous instability, possessing a femoral metaphyseal sleeve. During revision, the tc3 femur and insert were explanted, and an s-rom noiles rotating hinged femur and insert re-implanted, preserving the existing femur metaphyseal sleeve and stem, as well as the tibial tray construct and patella. Consideration had to be made for the change in the joint line this solution introduced, but the pre-planning took this into account, provided a good solution, and reduced the potential bone loss significantly. No information was provided for procedures prior to the currently reported events.